Event description:
It was reported that 4 bd alaris¿ smartsite¿ gravity sets leaked fluid during use. The following information was provided by the initial reporter: "I¿ve had a few nurses come to me and say that fluid is leaking from our anesthesia tubing item #42502e. They all seem to be the same lot number 22069211."

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 42502e lot number 22069211 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd alaris¿ smartsite¿ gravity sets leaked fluid during use. The following information was provided by the initial reporter: "I¿ve had a few nurses come to me and say that fluid is leaking from our anesthesia tubing item #42502e. They all seem to be the same lot number 22069211."